Manufacturer narrative:
The reported field events of high pacing lead impedance, capture anomaly and sensing anomaly were confirmed in the laboratory. Visual inspection identified parylene on the vring contract spring. The cause of the field events was due to parylene which prevented proper contact between the spring and lead electrode.

Event description:
It was reported that device exhibited high rv pacing lead impedance, no capture and low sensing. Lead showed normal parameters when tested through the analyzer and displayed out of range measurements once connected to the rv port. It was suspected that the rv port was compromised. Device was replaced. Patient did not have any adverse consequences.

Manufacturer narrative:
The reported field events of high pacing lead impedance, capture anomaly and sensing anomaly were confirmed in the laboratory. Visual inspection identified excess epoxy on the vring contract spring. The cause of the field events was due to excess epoxy which prevented proper contact between the spring and lead electrode.

Manufacturer narrative:
No medwatch form was received. (B)(4).

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.(B)(4).